Event description:
It was reported by service repot that a caster on the cot would not rotate. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Caster.